Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that reported that he had a case of endophthalmitis after complication free implantation of a company lens. Additional information has been requested and received stating that uneventful cataract surgery, 1 day postop normal conditions, 2nd day endophthalmitis was noted. Vitrectomy was performed and it was effective. Patient was on steroids and antibiotic 2x dat drops. Additional information received stating that, anterior chamber revision, antibiotic irrigation, intravitreal antibiotic administration was performed on (B)(6) 2024. Retinal detachment, macula off. While the surgery proceeded without complications, a clearly mobile iol was revealed with temporal zone lysis. Furthermore, a central macular pucker was revealed. Dr. Was unable to find a causative foramen, resulting in performing endolaser cerclage and at the end of the surgery installed an endotamponade with silicone oil. Postoperatively patient was recommended with weekly follow-ups as well as medication as stated . With silicone filling, dr, recommended a target pressure of 8¿14 mmhg to avoid pressure-related neurite damage.

Event description:
Additional information received stating that the outcome was unchanged, the silicone oil had been removed, the vision was still poor. Clarification received stating that the zonulolysis can be explained as part of the vitrectomy, no zonulolysis was evident during the initial cat surgery, the retinal detachment occurred after the initial vitrectomy and can be explained as part of this and certainly also the severe inflammation.

Manufacturer narrative:
Additional information provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received stating that the patient had stopped the treatment. The prognosis was unfortunately very poor. Basically nothing went wrong, the risk was also very small, but it had now happened.